Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the clinician following this pacemaker requested a review of latitude data to evaluate the non-boston scientific leads. The clinician suspected that there was an issue with both leads. Technical services reviewed the data and found some fluctuation of the right ventricular (rv) lead pacing impedance and threshold values, and some high, out-of-range pacing impedance measurements on the right atrial (ra) lead. The out-of-range impendences caused the lead safety switch (lss) on the ra lead, which then resulted in inappropriate atrial tachy response (atr) episodes to be stored due to the oversensing of myopotential noise that occurs when sensing in unipolar. There were two signal artifact monitor (sam) episodes stored showing minute ventilation (mv) sensor noise. Technical services recommended bringing the patient in to the clinic for troubleshooting of the leads, to see if noise or jumps in pacing impedance could be provoked with patient arm movements, valsalva, and pocket manipulation. Additionally, it was recommended to program off the mv sensor and reprogram the ra lead to bipolar. No adverse patient effects were reported. The device and non-boston scientific leads remain implanted and in service.